Event description:
While performing service to the ventilator, the manufacturer's service technician reported finding a diagnostic code in the ventilator log history indicating a vent inop occurrence due to an exhalation autozero failure. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician was unable to duplicate the reported problem. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.